Event description:
(B)(4). This is an approximate date. Can't recall exact. Immediately began with bloating, pelvic pressure and pain, right side pain, over time period changed to irregular, longer, heavier bleeding with horrible cramps, back pain and frequent headaches, and fatigue. This has all came on after the placement of essure. I'm awaiting the removal process.